Event description:
The pump had been in approx six weeks. The healthcare professional (hcp) suspected a disconnection of the connector to the pump. The hcp needed to aspirate to remove fluid collection. The hcp suspected that as a result of the puncture, the pt developed a csf infection (meningitis) and an infection of the pump pouch in the abdomen. The pump was removed. The pt was reported to be "good" and wished to get a new pump. There was reported to be no pt injury. The pump was used to deliver morphine.

Manufacturer narrative:
The pump and catheter have been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is competed.